Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
During plif surgery for spondylolisthesis at l5/s, when final torquing using torque wrench and anti-torque key, the surgeon felt different from usual in the amount of torque giving although tightening till the two arrows matched. The surgeon addressed that much more force required to reach the point of two arrows matches; however, not much force needed this time to reach the point of the arrow matches. He concerns whether appropriate amount of torque was given. Next day, the sales rep checked the torque wrench and found that the torque wrench had a problem that the two arrows matches with only little force of tightening.

Event description:
A customer reported getting readings that were lower than he felt, however the only glucose reading provided was 131 mg/dl. He further reported experiencing hypoglycemic episode with loss of consciousness and being treated by paramedics with unknown intravenous solution. He also reported self-treating with orange juice and crackers to counteract the symptoms. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported was not found in the meter memory. In addition, the reported reading was obtained on (B)(6) 2010 however the first reading stored in the meter returned was obtained on (B)(6) 2010. This is a final report.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to sharon kapsch, MDR chief policy branch at osb.